Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported problem was not confirmed. The blackmax-n passed all factory specifications and is working properly. Ref: (B)(4).

Event description:
Report received from the USA stating that the attachment came off but the bit remained during a cranial surgery. No injury or medical intervention was reported to have occurred. There was no additional information provided.